Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of a malfunction. This is not a reportable event. However, during verification testing at the service center, an e630 (screw rotation error) error code was noted.